Event description:
It was reported that shortly after starting treatment with a prismaflex m100, ¿it was found that the outlet aperture of the vein end of the tube was small and the pressure value was high¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not received for evaluation however, photos were provided for evaluation. The visual inspection observed that the cone of the return male luer lock (mll) was broken. The reported condition was verified. The probable cause is design related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.